Manufacturer narrative:
While troubleshooting with the service center representative (scr) was advised the 180 scopes are getting a discolored red image on the left side approximately 1/16 area of the screen. The customer also informed the scr that when loaner scope and maj-1430 is relocated to another room it functions as intended and they also observed a white balance error (e931) message. Further troubleshooting there was no scope image displaying from the 180 series scopes and it displays the same on both monitors in the room using sdi 1 and sdi 2 connectors from the cv-190. The scr advised the customer to try the comp out connector with no image being displayed. Scr advised the customer to send the cv-190 for service or exchange the cv-190 to see if the issue is resolved. Later the customer followed back up with the service center and confirmed the cv-190 unit will be returned for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis exera iii video system center is not displaying an image when connected to the 180 series scopes. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image(s) being displayed with the 180 scope could not be identified. Olympus will continue to monitor field performance for this device.